Manufacturer narrative:
Submit date: 05/24/2017. An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to obtain additional information have been made to the customer. To date, no additional information has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
The customer reports pulmonary air embolism. The customer stated that they are not sure if it was a cracked line, improper insertion, or use of alcohol from products or what had caused the event. 2% chlorhexidine with 70% alcohol was used to clean the skin prior to insertion. It is unknown if the catheter tubing was being cleaned. The customer further reports that medical intervention was required to correct the air embolism; however, it is not known what the specific intervention was.